Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer reports a flashing pump and alarming. It was unknown whether the troubleshooting was performed or not. No medical intervention was reported. However, the customer will discontinue using the device and follow the health care professional guidelines.